Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged the bed is not sending a nurse call to the nurse's station when the nurse call switches are pressed. No injuries.